Manufacturer narrative:
B3: estimated date.

Event description:
According to the available information, the balloon burst about 2 hours after insertion. The balloon was tested prior to insertion and was inserted with a return of urine and no pain. A new catheter was placed successfully.

Manufacturer narrative:
B3: estimated date. After receiving this complaint, we were unable to investigate further complaints and conduct documentary investigations to look for any anomaly recorded during production as neither the lot number nor the sample are available. Thus, no investigation can be made for this complaint. In this case, according to the available information, we cannot conclude on a specific root cause for the balloon burst. Checking the quality databases revealed this type of defect is known and closely monitored. No corrective action will be implemented as our trend is not increasing and the threshold is not exceeded. Furthermore, this complaint will be used for trend analysis. A similar case study was performed based on same product and same defect "burst", over the last four years, 123 similar cases were found. A risk management file evaluation was performed. The evaluation has showed that risks are adequately controlled and reduced as far as possible in the state of art. Based on this, we can conclude that residual risks are adequately controlled and reduced as far as possible, and the residual risks associated with the use of the product are acceptable when weighed against the benefits to the patient/user. It is concluded that the risks identified are still acceptable and considered as safe.